Event description:
A customer in (B)(4) reported via our distributor that his wife was having "trouble with chest pains" while using CPAP equipment which included a flexifit (B)(4) nasal mask. The patient had been using the mask for two years and had received three new elbows for their mask over this period. The customer further reported that the patient was admitted to hospital with suspected angina.

Manufacturer narrative:
(B)(4). Method: the device is not available for evaluation. Attempts were made to obtain further information from the patient, but we were unable to obtain any more information or medical evidence to support the complainant's report. An investigation was carried out based on the information provided by the complainant. Results: the complaint mask was not returned for evaluation, so we are unable to determine the root cause of the alleged angina. Conclusion: the customer reported that the patient had experienced intolerance of CPAP. This is a common side effect of mask use. The elbow of the (B)(4) nasal mask contains the bias diffuser holes (exhalation ports). Our user instructions contain warnings which show the relation between the exhalation ports and rebreathing, and between the different flow rates. Our user instructions state - "the flexifit 407 nasal mask is intended for multiple patient or single patient adult use by individuals who have been diagnosed by a physician as requiring CPAP or bi-level ventilator treatment." "A mask should not be used unless the CPAP or bi-level machine is turned on and operating properly (explanation of warning: CPAP and bi-level machines are intended to be used with special masks which have exhalation ports to allow continuous flow of air out of the mask. When the CPAP/bi-level machine is turned on and functioning properly, new air from the CPAP/bi-level machine flushes the exhaled air out through the mask exhalation ports. However, when the CPAP/bi-level machine is not operating, enough fresh air will not be provided through the mask, and exhaled air may be rebreathed. Rebreathing of exhaled air for longer than several minutes can in some circumstances lead to suffocations.)" "At low CPAP pressures the flow through the exhalation ports may be inadequate to clear all exhaled gas from the tubing. Some rebreathing may occur." The flexifit 407 nasal mask is a mature and accepted product that has been selling in major markets worldwide for over six years. We have received no other complaints of this type. Without examining the complaint device we can still state that the proper and prescribed use of the mask was unlikely to have caused a heart condition in the patient.